Event description:
The customer's mother stated, that the customer was hospitalized due to high blood glucose. The blood glucose reading was not reported. The customer's mother stated, that she feels the customer needs more training on the insulin pump. The customer was also hospitalized a month before this event and the insulin pump and infusion sets were replaced at that time. The customer's mother stated, that the customer was placed back on the insulin pump twice while at the hospital and both times his blood glucose levels went up. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.